Event description:
It was reported post implant of a realize band procedure, the surgeon found that the tubing was disconnected from the port under fluoroscopy. The port was replaced without any impact to the pt.

Manufacturer narrative:
(B)(4): info unavailable, device not returned for analysis.